Event description:
Overdelivery reported: customer reported that pt tampering was determined as cause of overdelivery. Dobutrex (concentration unspecified) was programmed to deliver a 100.0ml container at 10.0ml/hr on an unspecified channel. Normal saline solution was programmed to infuse a 200.0mml/hr on an unspecified channel. It was discovered that approx 2 hours after the infusion began, the dobutrex container was empty. The physician was notified and orders were given to monitor the pt's vital signs "closely". According to the nurse manager, the pt's vital signs remained within acceptable limits post the event. The nurse manager states that "they highly suspect of pt tampering since there was essentially no change to the pt's vital signs." Though requested, there was no further info availalble.